Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation with two 375cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including anxiety, depression, losing hair, phlegm, constant choking feel, osteoporosis, high blood pressure, bad vision, brittle bones, broken bones, numbness in arm hand legs, feet always cold, easily bruises, brain fog, short term memory loss, diarrhea, headache, neck problems, dry skin, swollen face hands feet, swollen stomach, early onset of menopause, and spotting of bleeding. The patient has undergone multiple tests, including, bacterial overgrowth, celiac, diverticulitis, crohn's test, fecal, blow, fit, urinalysis, and blood work, but there was no definitive diagnosis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.